Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and broken battery tube threads. Device received with unresponsive buttons due to corroded keypad trace. Unable to perform displacement test or self test due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a crack at the back of the pump, around the battery compartment and also had a problem with her button. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The insulin pump had sometimes not responding. The device will be returned for analysis.